Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 5410ivc serial number/date code (B)(4) is approximately 10 years old. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer states "j box part number 1106398 on bed serial number (B)(4) (which is not valid per invacare website) started to release smoke when foot motor is activated, foot motor also runs by itself for about 3 seconds when bed is first plugged into 120v power. When hi-lo motor is plugged into the foot connector, that motor just keeps running by itself, but no smoke is coming out of j box. We observed it is only smoking when foot motor is attached. J-box mfg date april 2002, dealer to return the foot spring bed section with all electronics once received from dealer. To be sent to invacare corp in (B)(4) to the quality department engineers can conduct a full inspection. Note: this bed was in possession of (B)(4) for repairs at time of incident."

Event description:
Dealer states "j box part number 1106398 on bed serial number (B)(4) (which is not valid per invacare website) started to release smoke when foot motor is activated, foot motor also runs by itself for about 3 seconds when bed is first plugged into 120v power. When hi-lo motor is plugged into the foot connector, that motor just keeps running by itself, but no smoke is coming out of j box. We observed it is only smoking when foot motor is attached. J-box mfg date april 2002, dealer to return the foot spring bed section with all electronics once received from dealer. To be sent to invacare corp in (B)(4) to the quality department, engineers can conduct a full inspection. Note: this bed was in possession of (B)(4) for repairs at time of incident." RMA # (B)(4). No injury alleged.